Manufacturer narrative:
Additional information received on march 19, 2021 indicated that the patient underwent bilateral mastopexy, and replacements as follow: l) cat#:3505590bc sn#: (B)(6), r) cat#:3505590bc sn#: (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 5, 2021 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 22, 2021: visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 350cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear measuring approximately 0.4 cm was found within the siltex cracking. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Device explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis experienced left sided deflation post procedure. An MRI examination confirmed the deflation. As a result patient scheduled for replacement on (B)(6) 2021.